Event description:
As reported by edwards lifesciences affiliate in sweden, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During valve deployment, when the 29mm commander delivery system balloon was fully inflated at nominal volume, the balloon burst. The valve was successfully deployed with good results. It was impossible to predict if the burst was longitudinal or cross-sectional, so it was decided to attempt to remove the commander delivery system balloon through the esheath but it failed. The commander delivery system balloon was then re-advanced into the descending aorta and a snare technique for balloon retrieval was attempted without success. A vascular surgeon was called and tried to remove the commander delivery system balloon through a larger sheath inserted in the right common femoral artery (after the commander delivery system was cut) without success. Vascular surgery was performed in order to remove the commander delivery system balloon and system from the patient. The vascular removal was fine, and the patient was noted as to be recovering. As per medical opinion, the root cause of the commander delivery system burst was the annulus calcification.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: guidewire lumen cut proximal to balloon spring and balloon folded over nose tip. Balloon longitudinal and radial burst confirmed. No apparent balloon material missing. Sheath liner partially delaminated and bunched at the distal tip. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Dimensional testing was performed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Due to the nature of the complaint, no applicable functional testing was able to be performed. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported balloon burst event was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the burst balloon as it was reported that it is believed the balloon burst due to annular calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported withdrawal difficulty was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (altered balloon profile) likely contributed to the withdrawal difficulty as it was attempted to retrieve the burst balloon back into the esheath. As the balloon was burst, the altered balloon profile likely made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.